Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video and one photograph of a powerpicc were returned for evaluation. The video and photograph appear to depict two different patients. An initial visual observation of the video showed an implanted catheter during infusion, and a leak was observed in the catheter shaft near the 5cm depth marking. No other details of the leak site were observed in the returned video. Examination of the returned photograph showed another implanted catheter with a split in the catheter shaft between the 0cm and 1cm depth markings. No details of the split could be discerned from the photograph. Based on the returned video and photograph, the exact root cause of the damaged catheters could not be determined. There were no distinguishing features in the returned video and photograph of the device which could aid in identification of a specific root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that within one month, during catheter maintenance, two catheters leaked. The customer reinserted the catheters, resulting in the use of an extra set of catheters. It was reported this occurred with 2 devices. This report addresses 2 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.